Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit. Uom was set ot mg/dl when meter was rec'd. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e3 erros. Serial number was also corrupt.